Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after testing of the left ventricular (lv) lead, the lead was stable for approximately five minutes after slitting the catheter. However, the lead then, pulled back significantly. No action was taken, and the lv lead remains in use. No patient complications have been reported as a result of this event.